Event description:
Follow-up information revealed the heating also occurred when the stimulation was turned off. Consequently, the patient underwent surgical intervention wherein the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site (described by the patient as heating). The patient stated the heating occurs randomly. Blood work did not show signs of infection. Regardless, the patient will undergo surgical intervention as the next course of action.